Event description:
It was reported that the patient was not able to adjust stimulation. The patient was having issues adjusting stimulation and these issues began when they came home from the hospital the previous day. It was reported that the patient used the antenna and placed the paddle directly over the implant. The patient still had bandages on the incisions site. It was reported that the patient repositioned and was able to communicate. It was noted that the patient was on program 1 and that they didn¿t know what that meant. The patient was at 0.9v and this was a little strong but nothing that the patient couldn¿t stand. It was reported that the patient noticed some improvement of symptoms but not as good as the trial was. The patient turned stimulation up to 1.0v and said ouch. It was reported that it was ¿just a shock¿ and nothing that the patient couldn¿t stand but it was a sudden surprise. The patient went back down to 0.9v. It was reported that sometimes the patient felt stimulation and then it stopped and that it did this when the patient moved. It was noted that sometimes when the patient sat on the edge of a chair it was stronger. The patient turned stimulation up to 1.1v and tried out different positions and thought this would be good. It was reported that earlier in the day the patient was following their written instructions and turned it up to 1.4v and then it went down own its own to 0.4v and the patient didn¿t even touch it. The patient knew it didn¿t work right and they were hitting all kinds of stuff. Additional information received reported that the patient was implanted on (B)(6) 2014 and last night the stimulation did not work at all in bed. It hadn¿t bothered the patient until yesterday when they stopped feeling stimulation sensation and wasn¿t uncomfortable until last night as far as the incision went including the one incision and the other little incision. It was reported that now the patient had to be really careful because of swelling and incision pain. The patient was going to call their health care provider (hcp) but they did not open until 9:30 am. It was noted that it was working this morning and the patient was going more today than they were yesterday. It was reported that the patient experienced a loss of therapeutic effect. The therapy was usually helping their symptoms but last night it did not work at all in bed and the patient seemed like they were going more often. It was noted that the patient had the therapy for urgency/retention all of the above. It was reported that the patient had a follow-up appointment scheduled with their hcp on (B)(6) 2014. It was noted that the patient didn¿t know what program they were supposed to be on and that they were on program 1. Additional information received reported that where the implantable neurostimulator (ins) was it was all swollen and puffed out. The patient was looking to shut it off and didn¿t know if that would help at all. It was noted that this happened this morning and the patient contacted their hcp but they weren¿t in today and the patient scheduled an appointment for tomorrow morning. The bandages were not still present and just the stitches that fall out on their own were present. It was noted that there was no bleeding or leaking and the patient could put the programmer there and it didn¿t hurt it. The patient was on program 1 at 1.9v, the ins was on, and the patient could feel stimulation very little. It was reported that the patient just wanted to get the whole thing off and was assisted with turning the ins off. It was noted that it hurt to touch.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the trial worked to reduce symptoms, but the implant never was effective, so he turned it off after approximately 1 year. The patient had it reprogrammed once since implant. The patient stated he currently has pain in the hip, near the area of the implantable neurostimulator (ins). The patient stated it seemed more puffed out and has been sore and getting worse with occasional sharp pain, almost causing him to fall. It was noted that there was no fall or trauma reported that could be related to this issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0g10u, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).